Event description:
Caller reported a cracked and shattered touchscreen, rendering the pump unresponsive. There was no reported adverse impact on the customer's blood glucose level. Customer reverted to multiple daily injections as backup therapy.